Manufacturer narrative:
The reported event of "the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:02 (ce danfoss error) error message several times" was not confirmed during functional testing and event log review. The thermogard xp ivtm system passed the functional testing. There were no device deficiencies found during the evaluation of the system, which could have caused or contributed to the reported event. Upon visual inspection, no physical damage was observed. The thermogard xp ivtm system passed all the testing without any issue or fault. The event log review showed no significant discrepancies. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
As reported, during congress exhibition, the thermogard xp ivtm sysytem (sn (B)(4)) displayed tcmid:02 (ce danfoss error) error message several times. No patient involvement.